Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI: (B)(4).

Event description:
This complaint is MDR reportable. It was reported that while using a bd phaseal¿ injector luer lock n35c, the product leaked. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation: leak between injector and connector. The vial connected to the protector, injector and braun syringe was received wet with the antibiotic. It was decontaminated. Once dry, it was used again together with the syringe (also decontaminated and dry). No leakage has been confirmed. No leak when the liquid was injected. No leak when the vial was turned. Inspections and tests: the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process (according (B)(4) current version): visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: (according to (B)(4) current version) the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a calliper gauge). Functionality test: to perform this test the injector is connected to a syringe. Conclusion: the sample received was tested and no leak was confirmed. The injector worked properly. DHR cannot be reviewed as the lot is unknown. Based on the low severity and frequency of the defect (according to (B)(4)) and acceptable results for the sample received, it was determined that no CAPA is required.